Event description:
It was reported that while performing an o2 therapy with an adult patient the device alarmed with ¿device failure 12¿, then ¿device failure 01¿, then ¿o2 measurement failed¿, and then the device restarted by itself. No patient health consequences were reported.

Manufacturer narrative:
The affected device was examined on site by dräger service, and the logbook was available for your detailed analysis. The analysis of the provided log file confirmed that device performed several restarts of the ventilation unit and display unit on july 25, 2024 at around 20:50 system time whilst operating in o2-therapy mode. The restarts were caused in specified reaction on a detected deviation of the pba m4.1 (flow and pressure measurement module). The event was accompanied by the intended alarm messages "device failure (12)", "device failure" and "ventilation unit restarted". After several restart events the device was set into standby mode by the user at 9:16 pm. The device was repaired by replacing the pba m4.1 including its m4.1 data cable and m4.1 power cable. A subsequent full functional test passed without deviation. As a safety feature of the device, the software analyzes and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while performing an o2 therapy with an adult patient the device alarmed with ¿device failure 12¿, then ¿device failure 01¿, then ¿o2 measurement failed¿, and then the device restarted by itself. No patient health consequences were reported.